Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they alleged possible pump under delivery. Customer experienced high blood glucose was 580mg/dl. Customer¿s blood glucose was 270mg/dl at time of incident which was treated with insulin pump and manual injection and customer¿s current blood glucose was 363mg/dl. Customer reports insulin exited at the qr. Customer performed displacement test and reservoir was not detected. Insulin pump will not be return for analysis.